Event description:
It was reported that pocket erosion at the site in the left pectoral wall occurred. It was further reported that the lead was hanging out of the chest wall. The lead was removed and replaced. The right ventricular lead was returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and analysis revealed the distal conductor was fractured. It was noted there was blood/body fluid on all conductors (not obstructed), the inner tubing was kinked/buckled, the outer insulation was breached cut and had cosmetic depression and there was blood in/on the helix/lobe mechanism.